Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's parent stated that the patient was at school on 02/24/2023 when their sensor failed. The patient did not a spare sensor with him so he used a blood glucose meter to check his bg. The patient's bg meter showed "high readings" but the patient did not know the value. The patient felt nauseated and was vomiting and was brought to the emergency room. The patient's parent could not provide further event or treatment information and started the patient was doing fine at the time of the report and needed to rest. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.